Manufacturer narrative:
H3, h6; the monitor, lot number: 18171481, was returned to the manufacturer for analysis. The monitor displayed no video and the hou sing was ajar. Codes b01, c13, and d02 are applicable to this analysis. H3, h6; the power cable, lot number: 0013091329, was returned to the manufacturer for analysis. The reported problem could not be duplicated. The cable was connected to a test monitor and the cable functioned normally without failure. Flexing the cable did not indicate any intermittent opens. The cable was fully functional. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735765, lot number: - h3, h6: a medtronic representative went to the site to test the equipment. The main cart monitor and the monitor power cable were re placed. Codes b01, c02, c13, and d02 are applicable to this analysis. H6: a1102 - error messages a110201 - will not boot a070803 - will not power on medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; the cable, lot number: 0013091329, was received for analysis. The part was returned unused and was not removed from the original package. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, product ID: 9735765. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while onsite and booting up the system, the main cart monitor did not power on. Clinical consultant (cc) reported the camera cart monitor powers on as expected. No patient present. During troubleshooting the cc was walked through/verified the following: for the monitor: unable to pull up soft-keys, green light not on, no text displayed such as no video detected, just black; cc reported no visual damage to monitor,  cc reseated all connections on back of monitor, and the cc reported no visual damage to cables. In self-test, it displayed the main cart monitor was connected, cc verified all other connections for hardware and everything reported connected. For the ups: the cc reported all lights on and green (battery amber), cc reseated v6, and cc reported no visual damage to cables. For the computer: cc reseated all monitor connections and reported no visual damage to cables. Site only has one navigation system. Cc verified monitors were same generation and took all connections from back of the camera cart monitor and plugged in all connections from the main cart monitor to camera cart monitor. Cc booted up system and camera cart monitor displayed power and no video detected (cc did not change output from dp to hdmi.